Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th may 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On 8th june 2022 the photos with visible rust occurrence and paint chipping on suspension arm, fork and main tube were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00384) and getinge sales and service unit has not received the customer¿s approval to proceed with the repair. Therefore, with this complaint at hand, taking into consideration the customer¿s refusal, it can be assumed that the malfunction initially reported could have progressed overtime and has been claimed again. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the paint peeling and appearance of rust could be considered a technical deficiency, and in this way the device contributed to the event. There is no indication if claimed device was used for patient treatment when the event took place. When reviewing reportable events for these types of issues we were able to establish that the received incidents are occurring at a low ratio. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at the manufacturer¿s site, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th may 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On 8th june 2022 the photos with visible rust occurrence were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 24th march 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On 8th june 2022 the photos with visible rust occurrence and paint chipping on suspension arm, fork and main tube were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00384) and getinge sales and service unit has not received the customer¿s approval to proceed with the repair. Therefore, with this complaint at hand, taking into consideration the customer¿s refusal, it can be assumed that the malfunction initially reported could have progressed overtime and has been claimed again.

Event description:
On 24th march 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On 8th june 2022 the photos with visible rust occurrence and paint chipping on suspension arm, fork and main tube were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Initially, the issue was reported under (B)(4) (report #9710055-2022-00384) and getinge sales and service unit has not received the customer¿s approval to proceed with the repair. Therefore, with this complaint at hand, taking into consideration the customer¿s refusal, it can be assumed that the malfunction initially reported could have progressed overtime and has been claimed again.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On (B)(6) 2022 the photos with visible rust occurrence were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, paint was chipping from spring arm. On (B)(6) 2022 the photos with visible rust occurrence were received. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.